Event description:
It was reported the reprocessor displayed the e51 error. During inspection, the channel block was found to be cracked and needed to be replaced. After testing was completed when the part was replaced, another leak was found from the cracked gray channel connectors on top of the basin. Olympus drained and loaded the disinfectant solution and ran a cycle and confirmed there were no more leaks inside the device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d9, e3, g2 (company representative should be removed from the initial medwatch), h6 - component code is being corrected to "connector/coupler 4733 ". A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was not returned to olympus for inspection; however, an olympus field service engineer (fse) was dispatched to the user facility and replaced the cracked and leaking gray connectors. Based on the results of the investigation, the cause of the suggested event was likely due to stress to the connector toward loosening direction being accumulated, which made the connector deteriorate over time, leading to damage to the connector. However, a definitive root cause could not be identified. The event can be detected and prevented by following the instructions for use which state: chapter 3 inspection before use 3.3 inspecting the connectors check the following for each connector. ¦ the connector should be fixed firmly. ¦ the o-rings should be free of abnormalities such as cracks, tears, or dents. If any irregularity is found, do not use the equipment and contact olympus. Warning do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the endoscope reprocessor's connector in the reprocessing basin was damaged. The issue was found during reprocessing and was completed using a similar device.